Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a leadless implantable pulse generator (ipg) was implanted. Eight days later, swelling was noted at the groin introducer site. The patient was reviewed by their physician who identified a muscular hemorrhage and a minor arterial puncture. An arterial ligation was performed. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.